Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit "failed". Patient involvement unknown.

Manufacturer narrative:
D4 was corrected. **UDI related data quality updates only**

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Event description:
Update: in clarification to above documentation, the correct item description should be parapac plus kit with internal peep and CPAP - america instead of p310nus. Rjabao 15-dec-2023